Event description:
Related manufacturer report number: 2017865-2022-46312 related manufacturer report number: 2017865-2022-46314. It was reported that a patient presented to clinic for lead revision. Device interrogation revealed failure to capture on the right ventricular (rv) lead, no capture and no sensing on the atrial lead, and high capture threshold on the left ventricular (lv) lead. Under fluoroscopy all the leads were found to be dislodged. The physician elected to explant and replace all the leads. There were no patient consequences.